Event description:
Pt advised she was implanted with n-hance rods and pangea screws. On an unk date she was advised that her hardware had 'defaulted' or 'fell apart'. The pt underwent revision surgery and the devices were removed. This report is #1 of 10 for the same event.

Manufacturer narrative:
This information has not been provided. Additional information has been requested. Investigation is on-going. No conclusion can be drawn.